Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized for peritonitis and pneumonia. Additional information was obtained through follow-up with the pdrn. The event was diagnosed as peritonitis only upon the patient¿s admission to the hospital on (B)(6) 2023. The patient was hospitalized for approximately one month. No additional information related to the patient¿s hospitalization, or the peritonitis event was available. Upon discharge, the patient¿s physician determined the patient required to be admitted to the rehab facility. No culture results or cause of the peritonitis was available.